Event description:
Had a "non-recoverable fault" stating to remove instrument, blade may be exposed, after approximately ten minutes of use. The instrument was removed and replaced with a new vessel sealer. Defective instrument was given to sterile supply. No harm reached patient. Diagnosis or reason for use: (B)(4). Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes.